Event description:
It was reported that the scs ipg was pressing down on the sciatic nerve and the pt experienced pain in the left leg. The physician explanted the ipg. A new device was implanted in a new location.

Manufacturer narrative:
Manufacturer¿s evaluation: the return product was not analyzed as the complaint could not be confirmed via laboratory testing. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.